Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported an implant loss implant loss in the xrex of #32 and #43 (no ossointegration), after healing period of 4 months. The area augmented with cortico-cancellon bone graft 4 months before implant placement.